Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident and current blood glucose level was 462 mg/dl. Customer¿s other blood glucose level was over 600 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to perform a high pressure test. Customer did not allege insulin pump was under delivering. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.